Event description:
It was reported that the hub of a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the catheter. The patient had the device placed on (B)(6) 2024. The patient presented to the emergency department complaining of a dislodged tube. Upon examination, the hub of the catheter was found to be separated from the catheter. The device was removed and replaced during a nephrostomy change on (B)(6) 2024. The device was replaced with a new device of the same or similar type. The patient had prolonged hospitalization as a result of the event. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje g4- PMA/510(k) #: k173035 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the hub of a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the catheter. The patient had the device placed on (B)(6)2024. The patient presented to the emergency department complaining of a dislodged tube. Upon examination, the hub of the catheter was found to be separated from the catheter. The device was removed and replaced during a nephrostomy change on (B)(6)2024. The device was replaced with a new device of the same or similar type. The patient had prolonged hospitalization as a result of the event. No other adverse effects were reported for this incident. Reviews of the documentation, including the quality control procedures and instruction for use (IFU) for device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. The DHR was unable to be completed, due to the lack of lot information from the complaint facility. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Evidence gathered upon review of the dmr, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.